Event description:
It was reported that during a procedure involving redo obesity surgery after banding, there was continuous leakage. More than 1000 liters of co2 were necessary. Almost no pneumo. Very difficult. Asked to put the co2 gas on another trocar. Nothing changed, still leakage. Strange detail: on one trocar the continuation of the iris valve was compressed/fold in the two little holes where you put the obturator. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.